Manufacturer narrative:
The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model and diopter unknown) was implanted into the patient's left eye (os) on (B)(6) 2018. Reportedly, the patient is experiencing halos, which prevent her from driving at night. There is no surgical intervention planned at this time. No additional information was provided. Bcdva (best corrected distance visual acuity) ou (both eyes): 20/25. This report pertains to os. A separate report will be filed for the right eye (os).

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Brand name: tecnis synergy. Model number: zyr00. Serial number: (B)(4) catalog#: zyr00u0200. Expiration date: 10/18/2022. UDI number: (B)(4). Device manufacture date: 10/18/2017. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zyr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2018-00920. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.